Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed alignments and adjusted the instrument as necessary. The cassette pumps were replaced, and a system check passed with acceptable results. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (lhcg) patient result was obtained on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate dimension exl with lm instrument and the original instrument. The repeat result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed human chorionic gonadotropin (lhcg) patient result.